Manufacturer narrative:
An event of very small pericardial effusion that led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however could possibly be from device being implanted too deep. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that, per the instructions for use, "if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction.".

Event description:
It was reported that on (B)(6) 2023, an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant with a 12f amplatzer amulet delivery sheath. During procedure, it was noted the 18mm amplatzer amulet was mis-sized for the patient when there was little to no compression on one side of the lobe in the landing zone. It was reported at this point, the device was fully deployed before a decision was made to replace the device with a 20mm amplatzer amulet. The 20mm amplatzer amulet was implanted in the patient reusing the same 12f amplatzer amulet delivery sheath after 2-3 attempts to place the device. During the procedure, the patient's activated clotting time (act) levels were over 280 seconds and the patient was administered heparin. It was later reported after implant procedure, during the transthoracic echocardiography (tte) assessment that the patient had a very small pericardial effusion in the left atrial appendage. It was reported the pericardial effusion lead to cardiac tamponade and a decision was made to perform a pericardiocentesis. The physician believes the device was implanted too deeply and was cause for the pericardial effusion. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.